Event description:
A dist returned monitor sn (B)(4) and reported that the monitor was unable to power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to extensive corrosion on the c/a and defibrillator boards. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the defective monitor.